Manufacturer narrative:
Following the olympus field service engineer (fse) on-site device evaluation, the device was returned for additional evaluation and repair. Further evaluation of the device found that the image had disappeared, the scope connector had a crack and was found to have water corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera image had noise when using the hd autoclavable camera head. The issue occurred after the therapeutic procedure (general surgery) had been completed; there was no delay, and the patient was under anesthesia at the time. The procedure was completed with the same set of equipment. There was no patient harm associated with the event. An olympus field service engineer (fse) evaluated the device at the user facility and found a no image issue as well as an e315 error. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to contact failure of the video connector with image defect which resulted in an error code e315 and no image. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.